Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, basic occlusion test, occlusion test, prime and compromised forced sensor system test, rewind test and excessive no delivery test. No excessive no delivery alarm during testing.

Event description:
The customer reported via phone call that they had a high blood glucose. The customer's blood glucose was 290 mg/dl. The customer also stated that they treated with insulin drip. The customer also stated that the insulin pump received no delivery alarms. Customer stated the insulin exited. The insulin pump will be returned for analysis.